Manufacturer narrative:
According to the gore® excluder® aaa endoprosthesis instructions for use, potential adverse events that may occur and or require intervention include, but are not limited to, buttock claudication.

Event description:
On (B)(6) 2018, the patient underwent endovascular treatment of the right internal iliac artery aneurysm using gore® excluder® aaa endoprosthesis. Before the gore® excluder® aaa endoprosthesis implantation procedure, the abdominal aorta was replaced using y shape graft. An iliac extender endoprosthesis was implanted as covered the right internal iliac artery. After the procedure on the same date, a buttock claudication was observed. The patient underwent rehabilitation, and the buttock claudication was improved.